Event description:
On (B)(6) 2011, patient reported the infusion device failed to alarm e1 cartridge empty. The insulin cartridge was empty and the infusion device went into the stop mode. The a1 low cartridge alert did appear when there were 20 units of insulin remaining. Patient woke up and his blood glucose was 400 mg/dl. Normal blood glucose is 100 mg/dl, and he changed the cartridge and delivered correction boluses until his blood glucose returned to normal. Alarm history was verified, and the e1 cartridge empty error did not occur. Infusion device was not dropped or exposed to water. Infusion device, battery, and battery cover were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.